Event description:
It was reported that the surgeon observed that the burring of the distal femur 'felt' different. Felt that it did not leave as smooth a surface as before (with previous software version) and also allowed to burr deeper than the plan. (Confirmed to not be applying any more pressure than usual and was not forcibly pushing the handipiece into the bone) the screen showed that all bone had been removed yet could still feel small ridges of bone. Surgeon slowed workflow slightly as working to get the surface 'flat'. No patient impact.

Manufacturer narrative:
The device was used in the treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique for knee arthroplasty (500197 reva) provides instructions for implant planning, bone cutting, system usage, and troubleshooting techniques. A review of the case screenshots did not find any anomalies with the system and no issues were identified. It was reported that the user felt that after burring the distal femur, it felt different and the surface was not as smooth as in previous software versions. In navio 7.0, the bur design and method for cutting have not changed. The system performed within expected parameters. A factor that could have contributed to the differences noted by the user could be the patient's bone type. We have seen this issue before with other patients, regardless of the software version. No containment or corrective actions are recommended at this time. No further medical assessment is warranted at this time.